Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside the patient. The target lesion was located in the left circumflex artery. The physician had advanced the 2.25x16mm taxus liberte stent delivery system (sds), but noted that the vessel required additional predilation. The sds was removed so the lesion could be predilated. When the physician re-entered with the sds, he noted that the stent was no longer on the balloon, but that it had dislodged and was found on the patient's table. The procedure was completed with another of the same device. There were no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Additional information:a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of the device delivering faster than intended could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device delivered in a faster than expected time during a patient infusion. The pump fully infused a solution of 8 grams of flucloxacillin and 240ml of normal saline 2-3 hours earlier than intended. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.